Event description:
When performing preventative maintenance of device, service rep found a defib cable to be malfunctioning, no pt involvement. Service rep repaired device and confirmed proper operation.